Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
The mhra ai form reported that the patient was implanted with an exeter / trident coc thr in 2008 and that this was revised to a short exeter stem / trident ti cop in 2010 for ceramic bearing problems / impingement.